Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not complete a call with the programmer. The programmer and cellular adapter were power cycled. Technical services (ts) discussed moving to another location to try again. The device remains in use. No adverse patient effects were reported.